Event description:
It was reported that high lead impedance was read in system , normal and magnet mode diagnostics during a follow up visit. Further information received from the nurse indicated the patient was not able to perceive normal stimulation as settings were increased to test the perception and were concluded to be negative perception from patient. Moreover, the patient reported pain from the generator to the left arm while performing movement since the past two months and feels the generator is moving. No patient trauma was reported at the moment and the device was not disabled as the patient did not agree to have it disabled. X-rays were taken and evaluated by the manufacturer. The review of the x-rays revealed the generator was placed in the left chest in normal orientation. The filter feed-thru appeared to be intact. The lead wires appeared to be intact at the connector pin and the lead connector pin appeared to be fully inserted into the generator connector block. The lead body was coiled beside the generator in the chest region, and there was no portion of the lead body located behind the generator that could not be visualized. Even though the lead body in the neck region could be visualized, the image quality in this area was poor. No obvious acute angles were observed in the portion of the lead body that could be assessed. However, a discontinuity in the lead body was observed in the chest region near the generator. At the moment interventions planned are unknown as good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.